Event description:
It was reported that this pacemaker recorded inappropriate atrial tachy response (atr) events due to far field over sensing of ventricular events on the right atrial channel. Sensitivity had already been adjusted once in the past. Atrial intrinsic amplitudes were low and were possibly related with the previously mentioned far field. Programming recommendations were discussed around blanking period. The pacemaker remains in service. No adverse patient effects were reported.